Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per audiologist, the patient reported decrease in performance. The results of an integrity test done in late 2008 concluded no output. The patient's device was explanted (date unk) and the patient was implanted with a new device during the same surgery.